Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed displacement test and selftest. Hardware low level failure alarm was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased, decreased volume with the audio feature functioning properly. No audio, vibrate, absence of alarm anomalies noted during testing. Insulin pump error alarm was present in the pump trace download due to software error (ptc (B)(4)).

Event description:
It was reported that the insulin pump had hardware low level failures and software error detected. The customer¿s blood glucose was 70 mg/dl at the time of incident. The customer was able clear alarm and finish complete prime process and also able to passe the self test. The insulin pump will not be returned for analysis.